Event description:
Nursing staff had pt in the "waverly lift" and they were transferring him into the "shuttle chair" when pt got his hand caught in the red cord that shuts the motor off, he did this twice while in mid-transfer. When he was lowered to the "shuttle chair" it was realized that pt was unresponsive and not breathing. Unknown if it had something to do with the lift failing in mid-transfer because he actually got his hand caught in the cord and pulled it on himself, or what exactly happened. Pt did go into respiratory arrest and coded and subsequently transferred to ICU.